Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the customers reported complaint. Fa found that the primary failure of the failed clip test was related to the customer reporter complaint. The clip fully closed onto the test tube but did not release from the grip tips. Root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by site that is related to the primary failure was also identified. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.014" offset at the tips. As a result, the clip could not release from the grip tips during the clip test. The root cause of this finding is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A log review confirmed that the cholecystectomy procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is not reportable due to the following: the medium large clip applier has been returned and evaluated by the failure analysis team on 04/28/2022. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint "the surgeon was not able to apply clips during the case, the instrument was not functioning optimally, scrub was having difficulty loading clip reload, would not release and was causing possible tissue damage within the patient". This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was not able to apply the large clip applier during the procedure. The large clip applier was not functioning optimally, and the scrub tech was having difficulty loading the clip reload that will not release and was causing possible tissue damage within the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) has made three attempts to obtain additional information from the customer concerning the reported event with no success.